Manufacturer narrative:
(B)(4). Users are made aware of the risks associated with type ii endoleaks and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices. (B)(4).

Event description:
On an unknown date, this patient underwent surgical replacement of a segment of the thoracic aorta using a vascular graft (manufacturer unknown). On (B)(6) 2010, this patient underwent a repair of a ruptured thoracic aortic aneurysm which was located near the anastomotic site of the vascular graft using a gore tag thoracic endoprosthesis ((B)(4)). On (B)(6) 2010, the patient was discharged from the hospital. On (B)(6) 2010, two additional gore tag thoracic endoprostheses ((B)(4)) were implanted at descending aorta. The reason for this additional procedure was not reported. The date unknown, a type ii endoleak was identified in the area of the tgt2815 and tgt3420 tag devices. On (B)(6) 2011, an additional endovascular procedure was performed to repair the type ii endoleak whereby nbca (n-butyl-2-cyanoacrylate) was administered. The source of type ii endoleak was not reported. The patient tolerated the procedure. No further information is available.